Event description:
Per independent repair center statement, the irc5po2v concentrator would not start. The key failure was a short circuited capacitor. Additional malfunctions were defective zip ties.